Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The provider states the seat and back upholstery is sagging.